Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient complaint is persistent pain from previous revision tha performed on (B)(6) 2019 (competitor hip)...components revised on (B)(6) 2019 were the mdm liner and mdm x3 insert....initial impressions from the revised mdm liner were areas of 'wear' along the locking rim of the liner...also present were 'black like' marks along the rim...per surgeon there was nothing notable from a pathological standpoint. Lab findings were normal postoperatively". Rep provided usage sheets for primary and revision stryker implants, pre-revision x-ray, and explant photo. Rep may be able to obtain additional x-rays and operative reports, and confirmed that no further information will be available.